Event description:
It was reported that the deep brain stimulation (dbs) patient has been tested for renal failure following dbs implant procedure, and the physician is inquiring whether allergy testing can be provided. The patient's symptoms include high levels of creatinine and elevated kidney markers in the comprehensive metabolic panel (cmp). The patient has undergone one biopsy. The patient received a list of device components and will pursue allergy testing. Results are not yet available. The device remains implanted in the patient.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl.